Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2009, they were unable to communicate with the implantable neurostimulator (ins) using the physician programmer, recharger and the pt programmer. An ins overdischarge was suspected; the pt had not charged the ins since the summer due to health issues. An x-ray confirmed the ins was not flipped. In (B)(6) 2010, the ins was overdischarged. The pt was to charge the battery; however, one week later, they were having coupling and/or communication issues with the ins. An ins overdischarge was again suspected. The pt had been having coupling issues while trying to recharge; it was thought that this was the primary reason for the overdischarge. It was noted that the pt would be getting a pocket revision the next month because of the low/poor coupling. It was later reported that the pt was implanted with a new ins in (B)(6) 2010 and the reporter had heard of no further problems since.